Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was able to duplicate the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. The device cannot be repaired due to part obsolescence. The customer was offered a replacement device. The device was not available for further evaluation, therefore further root cause could not be determined.